Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0188 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was admitted to the hospital for breast cancer. During the PICC maintenance on (B)(6) 2021, the PICC casing was found to be damaged, which may cause leakage of the infusion, and even bacterial invasion, leading to infection. Immediately report to the PICC maintenance specialist to cut the pipe and replace the casing again.